Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (k060221); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, after valve placement, a drop in blood pressure was observed. Percutaneous cardiopulmonary support (pcps) was introduced due to the hypotension and the hemodynamics stabilized. The cause of the hypotension was likely due to low flow low gradient severe aortic stenosis, where the blood flow output post-valve placement was insufficient making leaflet coaptation difficult. Additionally, the left ventricle guidewire pressed against the valve leaflets. This likely caused an increase in aortic regurgitation and contributed to the hypotension.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of aortic regurgitation was central and the severity was severe. Once the guidewir e was removed, the patient's symptoms improved. Treatment was not required.